Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the 8731sc catheter was replaced with an 8780 catheter. The old catheter was left in the body and tied to ensure occlusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6). Implanted: (B)(6) 2012. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #:(B)(6), ubd: 06-apr-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml in minimum rate via an implanted pump for an unknown indication for use. It was reported the catheter was occluded and the event/difficulty occurred during a procedure. The pump replaced due to the elective replacement indicator (eri). During the procedure the surgeon could not aspirate catheter, he did elect to perform a dye study which he was unable to push contrast. The patient would be referred to spine surgeon for catheter revision/replacement. There were no known environmental, external, patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included attempts to aspirate and push contrast were unsuccessful. No actions/interventions were taken to resolve the issue at this time. The patient would be referred to a spine surgeon for catheter revision/replacement in the future. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s medical history was asked and would not be made available.